Event description:
"Foley urimeter drainage bag fused and unable to drain. Bag then started leaking as we attempted to drain foley. Replaced urimeter bag, seal now broken on foley." "Cv3 foley bag unable to drain. Bottom of bag fused together. When trying to separate the bottom walls of bag, the bag then busted. Urimeter/drainage bag changed out. Seal now broken on foley."